Manufacturer narrative:
30-aug-2023 case update: reporter informated the company that the product has been discarded.

Event description:
Comes off - oral-b [device breakage] brush head does not fit sufficiently tightly on the metal rod - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that their oral-b toothbrush head did not fit sufficiently tightly on the oral-b metal rod toothbrush, and it came off while they were brushing their teeth. No injury was reported. 07-aug-2023 follow up via digital safety assessment survey: the consumer was an elderly female. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Comes off oral-b [device breakage]. Brush head does not fit sufficiently tightly on the metal rod. Oral-b [device connection issue] case narrative: consumer via e-mail stated that their oral-b toothbrush head did not fit sufficiently tightly on the oral-b metal rod toothbrush, and it came off while they were brushing their teeth. No injury was reported. 07-aug-2023 follow up via digital safety assessment survey: the consumer was an elderly female. No injury was reported.